Event description:
It was reported that via remote transmission, post-paced t-wave oversensing was observed on the ventricular channel was observed. The physician elected not to make the recommended programming changes. The patient condition was fine.